Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an ablation procedure the patient¿s right ventricular (rv) lead triggered an alert for low pacing impedance; however, the pacing impedance appeared to return to normal values per trends. In addition, it was noted that the r-waves had decreased post ablation. The rv lead remains in use. No patient complications have been reported as a result of this event.